Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient noticed a return of symptoms noted as frequency and that they could not empty their bladder. It was also reported that the patient was unable to adjust the stimulation or communicate with their implantable neurostimulator (ins) using the programmer unit which began a couple of days ago. The patient stated that they could can't "set the remote - its on 3 and she can't get anything. It was verified that the patient was placing the paddle directly over the skin and had it lined up directly over the implant. It was then reported that the patient was able to communicate and was on program 1 at 3.2 volts but could not feel the stimulation. The patient tried turning up the stimulation but only got the poor communication screen. The patient then tried to connect without the antenna attachment and was able to communicate with the ins and turn up the stimulation up to 5.0 volts on program 1. It was reported that their programmer will not work with either antenna, it was noted that an anomaly appeared to have occurred through product use. No patient harm was reported. Additional information received reported that the patient received a new programmer unit and that it was working well with the existing antenna. The patient was going to ship the old programmer unit back to the manufacturer. Analysis showed no anomalies (c100) and that the complaint could not be verified. Additional information received noted that the patient did have concerns with their device or therapy. The patient could not find a doctor in their area that takes their hmo. The patient noted needed help and need to get it programmed. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.